Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer discovered that the rails had failed for the auxiliary half-height sub drawer, 2.1. The drawer was replaced. The drawers were likely configured in storage space configuration mode. The drawer was responsive. A final test was performed, and the customer confirmed and verified the results. The inventory of auxiliary half-height sub drawers, 2.1 and 2.2, was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was hard to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.